Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display did not turn on and reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.